Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with fortum injection (1 gram, route, frequency, and duration not reported), reflin (1 gram once daily, route and duration not reported), and heparin (1000 international units each bag, intraperitoneally, specific frequency of bags and duration not reported) for the peritonitis. Extraneal therapy was ongoing, but it was not reported if dianeal therapy was ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient had completed the course of antibiotics and the effluent was clear. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.